Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a complaint regarding the 4"x4" island dressing, sterile 50/bx. The patient called to report that the island dressing causes a rash. The patient did inform his nursing staff which asked him to stop using the product. The patient states that he noticed the rash about 1 month ago but the itching has gotten worst of the last week. There was patient involvement, patient reaction (rash), no medical intervention reported.

Manufacturer narrative:
On may 30, 2025, we received the email from the u.s. Agent. Zhende contacted the distributor to ask for more information about this adverse event and has not received any reply.no batch information was provided, neither the affected device was provided. The information of the patient is not known and the use scenario was not provided, hence no testing has begun.